Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the pcb00v unit was manufactured according to specification. There was no associated deviation or non-conformity report found in the manufacturing record review related to the complaint. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a posterior rupture occurred at the 12 o'clock direction during the implantation of an intraocular lens in the left eye of a (B)(6) male patient using the preloaded insertion system, model pcb00v, because the trailing haptic did not remove or release from the plunger. The surgeon had to do a vitrectomy and out of bag fixation which delayed the surgery about 25 minutes. The surgeon prescribed vegamox (antibacterial agent), sanbetason (steroid), and nevanac (anti-inflammatory). The patient recovered in 5 days and had a visual acuity of 0.9d (20/22). No additional information was provided.